Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to turn on and was taking longer than recommended to charge. The ipg was confirmed inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.